Event description:
The ge oec 9800 fluoroscopy system intermittently locked up. Reboot restores function.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective fluoro functions board (ffb). The ffb was replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.